Event description:
It was reported that post a da vinci si sacrocolpopexy procedure, the patient returned to the hospital and was found to to have ileus. Several procedures were performed; however, the patient expired. Reportedly, the patient's demise was unrelated to the da vinci si surgical system.

Manufacturer narrative:
The hospital has been contacted several times to obtain additional information; however, as of the date of this report, the site has not provided any additional information. No malfunctions of the da vinci s surgical system were reported to have occurred during the procedure, and the hospital has continued to use the system to perform surgery on patients.